Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were not confirmed. During functional testing, the reported deployment difficulty and resistance with the thumbslide were unable to be confirmed. The thumbslide was advanced and retracted with no resistance noted. The stent was fully deployed with no anomalies noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous, 90% stenosed superficial femoral artery. A 6x100 non-abbott balloon was used for pre-dilatation. A 6.5x200mm supera self expanding stent system (sess) had difficulty pushing the thumb slide during deployment. After the stent was deployed for 2mm, the remaining stent failed to be deployed, so the supera sess was removed. An unspecified supera stent was used along with three other unspecified superas to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.